Event description:
Pt requires laser treatment to improve visual accuity post cataract extraction with insertion of intraocular lens. Surgeon questions appropriate package labelling of lens power or possible lens defect.